Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, the customer performed the fill tubing sequence while connected at the site and delivered insulin into the body. Customer¿s blood glucose level was 66mg/dl. Reportedly, the customer continued using the pump for insulin therapy.